Event description:
It was reported that patient presented to clinic after receiving a patient notification due to inappropriate non-sustained lead noise detection. Non-sustained lead noise detection occurred due to myopotentials oversensing and mismatch between the near-field and the far-field channel. The device was reprogrammed and no further issues have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.